Manufacturer narrative:
Device used for treatment, not diagnosis. Patient identifier not provided for reporting. Event date: unknown. This report is for unknown screw cancellous/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporter facility phone number: (B)(6). (B)(4). PMA 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a plate and screw removal scheduled following successful healing after original operation. During removal two screws were found to be broken. One at the head-neck junction and one in the shaft. These are titanium screws and the surgeon reported that this happened in previous cases. One of the broken screws was left in the patient. The surgery was prolonged by approximately 40mins because the screws were broken and further sets were required to attempt removal of the broken implants. This complaint involves 2 parts. Concomitant reported part: 1x plate (part and lot number unknown). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the lot numbers of the involved screws were not provided and therefore a review of the manufacturing documents was not possible. Also the parts numbers were not provided, based on the dimensions it was possible to identify one screw as part 04.211.020. The other screw could not be identified as the shaft was not send back, but it also belongs to the va locking screws stardrive® ø 2.7mm family with the part numbers 04.211.0xx. The relevant dimensions of one broken screw, part 04.211.020, at the fracture face cannot be verified anymore due to the place of the breakage at the crossover from the shaft to the head and because the shaft is damaged from the removal without the head. The relevant dimensions of the other screw were as far as possible checked and were found within the specification. The fracture face of both devices is homogenous, which indicates material conformity. Typically these screws are made out wrought titanium 6-aluminium 7-niobium alloy. Based on the provided information we are not able to determine the root cause of this occurrence. According to the information we have was the breakage of the screws detected during the removal after the completed healing process. Therefore it is likely that a fatigue failure occurred at some point during or after the healing process. Two plates part 04.211.261 and part 04.211.255 were send back together with the broken screws. The visual inspection has shown that both plates are in a good condition and have just slight wear marks at the locking threads, which can be traced back to screw locking. There is no indication that one of the plate did contribute to the screw breakage. Next to that it can also not be defined which screw was placed in which plate. No indication of a product related fault. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6). Concomitant reported parts: plate (part 04.211.261, lot 6713295 or part 04.211.255, lot 6692304, quantity 1); cortex screw (part 402.884, lot 8336256, quantity 1); screws (part/lot unknown, quantity 7)